Event description:
The father reported via phone call the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 511 mg/dl at the time of hospitalization. The father reported the customer was having uncontrolled high blood glucose for five days. It was found the cause of the customer's hospitalization was from diabetic ketoacidosis. The father stated the customer was currently hospitalized at the time of the call and was being treated with an insulin drip. It was found the customer disconnected from the insulin pump on (B)(6) 2015 before being hospitalized. The father also reported the customer began to receive no delivery alarms starting on (B)(6) 2015. It was also reported the customer has been hospitalized three to four times in the last year from diabetic ketoacidosis. The father reported the customer had a delivery anomaly where they only received 1.85 units instead of the programmed 9 units. The father agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.